Event description:
Consumer reported that a patient experienced dka due to inaccurate erratic readings with a one touch profile meter. Patient has reportedly a cyclical hormonal problem once a month that could cause dka. During the problem, patient's blood glucose needs to be monitored every 2 hours, and insulin is given accordingly to prevent dka. Because of the ot meter inaccuracy, patient had dka with vomiting, sweating and fruity breath. Patient was hospitalized for 4 days for dka. Patient's blood glucose was 95mg/dl on ot meter compared to a lab result of 619mg/dl done 10-20 minutes apart at the time of the event. No further information has been reported.